Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile ducts during a cholelithiasis ablation procedure performed on (B)(6), 2026. During the procedure, an alliance handle was used with the trapezoid rx in an attempt to crush a stone measuring greater than 2 cm. However, the basket tip did not release, resulting in the stone becoming stuck in the basket. The physician applied force several times in an attempt to release the stone. The stone was ultimately released from the basket by reopening the device. The basket was then removed, and the stone remained in the patient. The patient required a rescheduled procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf device code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Block h11: the complaint device was not returned. Therefore, product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed. The instructions for use (IFU) contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A risk review was completed and confirmed that the events of "tip failure to separate, basket failure to release stone, device difficult to remove, cancelled/rescheduled - post sedation/sedation unknown and additional device required" were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the most probable cause of the reported issues "tip failure to separate", "basket failure to release stone" and "device difficult to remove" cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. On the other hand, the event cancelled/rescheduled - post sedation/sedation unknown and additional device required happened during the procedure, and the most probable cause of those reported issues cannot be established due to lack of evidence. For this reason, they will be classified as cause not established. All compiled information on this investigation determines that the most probable cause is cause not established.